Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, high threshold was noted. Fluoroscopic images confirmed lead dislodgement of the ventricular lead. The reported lead could not be extracted so it was capped and replaced. No anomalies were noted with the reported lead. The patient is in stable condition.